Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that the keys are sticking and running up numbers. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture as the bottle fell on the insulin pump. Customer reported fluid in the reservoir compartment. Customer reported o-ring inside lip of reservoir compartment was not missing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.